Event description:
Information received on 11/06/96 indicates the entire device was removed from the pt on 11/1/96.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional.